Event description:
The customer stated a patient sample generated a hemoglobin result of 13 g/dl on the cell-dyn 3200 analyzer. The sample was retested, yielding a hemoglobin result of 4 g/dl. After performing cleaning procedures, the customer obtained an accumulator wet error and noted that waste chamber #1 and the vent accumulator were not draining. Field service was dispatched to inspect and service the instrument. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.